Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed parts were further evaluated in the failure analysis center. The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.

Event description:
The customer reported that their device had its service indicator illuminated and the device had logged event codes. After an evaluation of the device, it was observed that the device was not completing its boot up cycle. In this condition, the device would not be functional if used during patient use. There was no patient involved with the reported issue.